Event description:
It was reported that the cuff had a slight asymmetry after inflation, even after testing with water and after massaging the cuff as recommended in the instructions for use. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Initial reporter also sent report to FDA is unknown, no information provided to date. Device lot number is unknown, no product information has been provided to date.